Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's incision at the implant site was not closing. The physician re-opened and placed staples to close the site.

Manufacturer narrative:
Additional information was received that it was not known what incision site opened. It was also reported that it was unknown as to why the incision did not closed. Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-2366-50, serial #:(B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient's incision at the implant site was not closing. The physician re-opened and placed staples to close the site.